Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and stated they were still having therapy issues. The patient said they received a phone call from their hcp's office that they were scheduled to see a new managing physician on (B)(6) 2025.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they had been urinating a lot and didn't think their stimulator was working. They noted that they didn't feel stimulation. They said they had a return of symptoms 2 weeks ago. During the call patient was able to connect with their implant, therapy was on and patient increased stimulation to a comfortable level felt in the bicycle seat area. They will maintain stimulation level and will continue to track symptoms. The patient mentioned they had a back problem and about two weeks ago they had "therapy," patient said during this therapy they were given massage and heat. The agent reviewed compatibility info and recommended that patient have their healthcare provider (hcp) call prior to doing any further therapy with heat to ensure they weren't using diathermy. The patient didn't know name of heat therapy they received.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.